Event description:
Related manufacturer reference number: 2017865-2022-04325. It was reported that the patient presented in clinic for procedure. The right ventricular (rv) and right atrial (ra) leads were both dislodged confirmed via venogram. The patient received two unsuccessful shocks. The ra and rv leads were both explanted and replaced. The patient was stable after procedure.

Manufacturer narrative:
The reported event was lead dislodgement. A complete lead was returned in one piece with the helix found retracted and clogged with blood. Visual and x-ray examination found no anomalies. The measured full helix extension length was within specification.